Manufacturer narrative:
(B)(4). Date sent: 7/27/2020. D4: batch #u5ag5w. Investigation summary: the analysis found that one psee60a device was returned with no apparent damage and with one gst60d reload loaded in the device. The reload was received partially fired 1/3 with damage on reload deck. The manual override door was out of position. The override lever was up, which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used, the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. No damage was observed on the jaws and the device performed without any difficulties noted. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws.

Manufacturer narrative:
(B)(4). Batch # unk. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic anterior resection of rectum, the device clamped a forceps, so the knife was bent and the device broken at the firing. No pieces fell into the patient. The cartridge color was gold. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.